Manufacturer narrative:
B3: unknown. Phone (B)(6). One device was received for evaluation. Visual inspection found the device in good condition. Functional testing revealed error code 1610, and a failed flow accuracy test. The reported problem couldn't be verified or duplicated as the issue is unknown. To address the issues, the pwa was replaced and the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.